Event description:
It was reported to boston scientific corporation in 2007 that a radial jaw 4 single-use biopsy forceps jumbo device (rj4) was used during a biopsy in the colon procedure in a patient (age, gender and weight unknown) three days prior. According to the complainant, it was stated that the physician and the nurse performed a biopsy with the rj4 jumbo close to the terminal ilium. Before the nurse advanced the rj4 thru the channel, she checked routinely the functionality and the form of the forceps. The forceps was ok and the physician pushed the rj4 thru the channel of the coloscope ( olympus, 3,2 mm). After a successfully biospsy, the physician pulled back the forceps. He noticed that this movement was a little bit harder. The nurse checked the forceps immediately and saw a thin wire outside the forceps-head connected to the needle. The procedure was completed with the same radial jaw 4 single-use biopsy forceps jumbo device. There were no patient complications reported as a result of this event. The patient's condition was unknown following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that everything was within expected tolerance; only the needle tail in bent and out of the clevis. A functional test was performed and passed within expected tolerance. The cause of the event is undetermined since there is not enough evidence to determine the failure. The device history record for this lot was reviewed; no anomalies were noted. A review of the complaint database did not identify any similar complaints for this lot.